Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
On 08 july 2022, the distributor reported the additional information: at the time of event, the customer received multiple power source alerts as well as multiple low power alerts. The pump successfully charged after using an alternate usb cable. The pump functioned as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.